Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. I asked the customer to perform a back to back blood test: 293 mg/dl and 293 mg/dl within 2 hour and half of eating. The customer states that his normal test result two hours after meals and fasting is about 120 mg/dl and 135 mg/dl. Reviewed the last 5 blood results in the meter memory. No adverse event reported.